Event description:
Device has not been returned to MFR for evaluation. Dr removed the tibial component and metal backed patella and replaced them with another insert and modular patella. The original components showed some evidence of wear to the poly. Male pt is 70 yrs old.